Manufacturer narrative:
Section h10. Corrected data, customer reported that there was no patient contact with the debris. The reportability was downgraded and no additional information will be provided for this case. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: information requested and not provided. Section d6a: if implanted, give date: not applicable, as phaco tip sleeve is not an implantable device. Section d6b: if explanted, give date: not applicable, as phaco tip sleeve is not an implantable device. Section h3-other (81): the phaco tip sleeve was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported by the customer that there are two laminar flow 20 gauge straight tips having contamination with what appears to be hair or other fiber type material. It is unknown if there was patient involvement . No further information is provided. This report is 2 of 2.